Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device failed leakage current testing. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation. During the investigation it was noted that evaluation of the unit verified the failure of the leakage correct test. The issue was traced to a defective ac charger board. As a result, the ac charger board was replaced and scrapped to remedy the problem. The device was recertified and retured to the customer. No emerging trend based on similar reports.